Event description:
It was reported to philips that the device had a faulty battery (19036-0154-p) for which a replacement was required. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One li-ion battery pack was returned for failure analysis. The reported problem was verified in the lab as the battery was unable to charge in a heartstart mrx and unable to charge in a cadex charger.

Event description:
It was reported to philips that the device had a faulty battery (19036-0154-p) for which a replacement was required. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.